Manufacturer narrative:
Additional devices listed in this report: cat# 1601-08127, lot# 4948je , description: 127 size 8 secur-fit advanced stem. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient had hip revision 3 weeks ago and is now infected again. Removing existing implants and cementing in an accolade c stem and cementing in a liner for a stage 1 revision. Will come back in a few weeks for stage 2 revision after infection has cleaned. No operative reports per hospital policy.

Manufacturer narrative:
An event regarding infection involving a ceramic head was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot and sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of blood work for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient had hip revision 3 weeks ago and is now infected again. Removing existing implants and cementing in an accolade c stem and cementing in a liner for a stage 1 revision. Will come back in a few weeks for stage 2 revision after infection has cleaned.no operative reports per hospital policy.